Event description:
The facility, reported an event involving the varian varis information system and an elekata sl75 radiotherapy device. The report indicates that during a 3-field treatment plan the elekta sl75 failed to stop radiotherapy at the prescribed mu. Fields 1 and 2 treated normally with the elekta pausing and the wedge moving out after 64mu. However during field 3, the elekta beamed on, but failed to stop at the prescribed 185mu. The therapist stopped the treatment manually after 212mu.

Manufacturer narrative:
Varis is used as an ancillary (or adjunct) device to assist the radiation therapist in reducing inaccuracies in setting up treatments to be delivered by a radiation therapy device. Our analysis revealed that varis performed as designed. The varis info system must verify the dose against the original approved plan piror to authorizing radiation delivery. Once the beam is authorized, it is up to the radiation therapy device (elekta) to terminate at the prescribed dose. Varian does not MFR the elekta sl75 device.